Event description:
It was reported by the legal guardian (lg) that the patient went to the emergency room at (B)(6) and was admitted into the intensive care unit (ICU) with hyperglycemia and high ketones on (B)(6) 2026. The patient's blood glucose levels reached 31 mmol/l (558 mg/dl) while wearing the pod on the abdomen between 37 and 48 hours. Symptoms reported include vomiting and thirsty. The patient was treated with unspecified intravenous fluids, insulin via insulin pens and a new pod was applied. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, admittance into the intensive care unit (ICU) and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.